Event description:
Baxter pump tubing snapped where it meets at lure activated surface, patient had kvo ns [keep vein open normal saline] running through the baxter pump. Upon arranging tubing before patient transport, tubing became completely detached, and patient blood began to back up through the entirety of remaining line attached to the patient. No harm done to the patient. Tubing exchanged promptly. No further issues.